Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during the fourth inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.